Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix would not extend was confirmed while the reported event of helix would not retract was not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood and over torque of the inner coil. The reported events of ¿small r-waves and far p sensing¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead exhibited small r-waves and far p oversensing. Lead dislodgement was suspected. The patient presented for a lead revision procedure. Fluoroscopy was used to confirm the lead dislodgement on the day of the lead revision. During procedure, the physician was unable to extend helix after the helix was retracted. Helix retraction issues were also noted. The lead removed and replaced with a new lead on (B)(6) 2020. The patient was stable.